Event description:
An implantable cardiac defibrillator (ICD) was returned to the manufacturer from a competitor after the patient had died with no information. The ICD was analyzed subsequently tested out of specification. The patient died approximately two years after implant of the ICD. A cause of death was requested and not received.

Manufacturer narrative:
Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. Evaluation summary: (B)(4): the device was returned, analyzed and the device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.